Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "textured". Later healthcare professional reported "during surgery device "came in two pieces, not sure if it was already ruptured, or if it may have broke, it was unclear", "capsulectomy was performed, there was a double capsule phenomenon and calcifications" .this record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "textured". Later healthcare professional reported "during surgery device "came in two pieces, not sure if it was already ruptured, or if it may have broke, it was unclear", "capsulectomy was performed, there was a double capsule phenomenon and calcifications". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.